Event description:
The reporter called and alleged discrepant results when compared to the lab. The reported device result was 6.8 inr from a finger stick and 3.0 inr from a venous sample. The corresponding lab result reported was 5.2 inr. The pt's coumadin was held for two days based upon the lab. The reporter declined product replacement.